Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: the surgeon used va-lcp-2-column distal radius plates 2.4, volar, narrow, 5 holes for a fracture of the distal radius and shaft. After surgery, the external fixation as well as rehabilitation was not done. When the patient returned visit to the doctor on (B)(6), the doctor found the plate was bending. After that, patient felt something was wrong when she wrung the water out of a rag at home, patient returned to the surgeon and the doctor found the plate was broken. The plate was removed, and the re-operation was done by inserting another company¿s plate on (B)(6) 2013. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. : investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.

Manufacturer narrative:
An evaluation was conducted and it states that the implanted plate was broken. It is possible that the breakage occurred because of too much force created by an overloading situation. The manufacturing documents of the plate were reviewed and no discrepancies to the specifications where found. Placeholder.